Event description:
The issue occurred during a c2-t2 sacroiliac and thoracolumbar procedure. The site performed a re-spin and completed the case. There was a less than 1 hour delay in the procedure.

Manufacturer narrative:
H2: additional information was received and the system then functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that the navigation was not accurate and "not lining up properly". The surgical team took a spin with the imaging system and sent images with navtag to the navigation system. In navigation, the surgeon reported that instrument tracking showed the instrument 5-10mm deeper into patient anatomy than physical location. The surgeon would touch the instrument to top of a bone and in navigation screen, it would appear to be 5-10mm into bone. The surgeon confirmed this inaccuracy was consistent with chickenfoot, nav midas, and tracker with thoracic probe. The surgeon re-registered instruments but the issue persisted. A second spin was taken successfully and navtag images transferred to the navigation system but the issue persisted in navigation. Patient impact, event timing, and surgical delay information was not provided.